Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: (B)(6), patient identifier: (B)(6), sex: male, age (at time of consent): (B)(6) years, start date: (B)(6) 2021, alert date: (B)(6) 2022, adverse event term: dysphasia with readmission, site awareness date: (B)(6) 2021, end date: (B)(6) 2021, severity: mild, required in-patient hospitalization or prolongation of existing hospitalization: yes, admission date: (B)(6) 2021 discharge date: (B)(6) 2021 resulted in medical or surgical intervention: yes, relationship to study device: possible, diagnostic intervention: yes, diagnostic imaging: yes, drug therapy: yes, observation: yes, alert date: (B)(6) 2022, adverse event term: dysphagia requiring dilation, severity: moderate, is the adverse event serious? Yes, required in-patient hospitalization or prolongation of existing hospitalization: yes, admission date: (B)(6) 2021 discharge date: (B)(6) 2021, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: (B)(6) 2021, diagnostic imaging: yes. Outcome : recovering/resolving = recovered/resolved. Date of implant (B)(6) 2021 lxmc16, lot 26259, hiatal hernia present 5cm, mesh was used. No complication during implant. Manometry/motility testing on (B)(6) 2021. Les length 4.1cm les basal pressure 48.0mmhg, les residual pressure 7.1 mmhg, gerd testing on (B)(6) 2022, grade d esophagitis l.a. Classification, hiatal hernia identified yes. 4cm, biopsy performed. Minute fragment of squamous. Mucosa with reactive changes. Xray was taken. Dysphagia with readmission to hospital. Admission date (B)(6) 2021 to (B)(6) 2021. Mild dysphagia. Possibly related to study device. Drug therapy yes. On (B)(6) 2021 hospitalization required again. Admission date (B)(6) 2021 discharge date (B)(6) 2021 dilation performed on (B)(6) 2021. Hiatal hernia repair due to acid reflux. Protocol deviation yes on (B)(6) 2021 linx interest survey, gerd, medication use, wpai, gerd, hrql, and fsq not done prior to implant. Subject had difficulty downloading app as he could not remember his (B)(6) ID password.

Event description:
It was reported via clinical trial patient (B)(6): (B)(6) event 1: dysphasia with readmission - relationship to study device: possible. Relationship to primary study procedure: unlikely event 2: dysphagia requiring dilation. Per update email: relationship to study device: blank = causal relationship. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4), date sent: 8/17/2022. Additional information received: dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Relationship to study device: possible. Relationship to primary study procedure: not related. Other intervention/treatment: yes. If other specify: education about diet and food consumption q2 hours if possible if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank. N/a. Other intervention/treatment : no - yes. If other, specify : blank - education about diet and food consumption q2 hours if possible.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2022. G2: 2. Is report source foreign. The reported source was from (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 5/12/2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 26259, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no ;yes.

Manufacturer narrative:
(B)(4). Start date: 02 mar 2023, alert date: 05- feb- 2024, country of event: world, model: lxmc16, device lot number: 26259, date of surgery: (B)(6) 2021 adverse event term: dysphagia. Patient details patient identifier: (B)(6). Sex: male. Age (at time of consent): 50 years. Additional event details: site awareness date: 23 mar 2023. End date: 25 may 2023. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: unlikely relationship to primary study procedure: unlikely if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Additional information received: updated log line 1: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = index. Updated log line 5: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = index.

Manufacturer narrative:
(B)(4) date sent: 4/22/2025. Additional information: relationship to study procedure: unlikely => not related. Updated log line: 1 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: index => blank. Updated log line: 5 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: index blank. Relationship to study device: unlikely not related. Relationship to study procedure: unlikely not related. Updated log line: 5 updated: relationship to study device: not related possible.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025. Additional information. Updated: severity : mild => moderate.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2025. Additional information: admission date: (B)(6) 2021 = blank. Discharge date: (B)(6) 2021 = blank. Required in-patient hospitalization or prolongation of existing hospitalization: yes = no.